Event description:
It was reported that during central processing procedure, the force bipolar instrument jaws do not line up. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have two severely bent grip, causing misalignment of the grip-tips. There was a 1.42mm offset at the tips. The grips were not found to have cracking damage. Fa found additional observations that are related to the customer reported complaint: the molded insulator was observed to be partially detached from the grip base. This condition is consistent with the severe bending of the grip, as the misalignment and deformation can create mechanical stress at the interface between the grip and molded insulator, leading to partial dislodgement. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.